Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this unit showed technical fault 233001 (pvent_monitor autozero failed) at (B)(6) 2023. 20:43:47. Restart the ventilator showed self test fail. No patient involvement.